Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device and could not reproduce the reported flow rate inaccuracy. The device in question was within specification, passing flow rate tests per the spectrum svc manual.

Event description:
It was reported that a spectrum pump failed to flow rate test. The customer stated that the pump delivered 44-45 ml. The customer claimed he followed the instructions for the flow rate test in the svc manual (infusion set at a rate of 200ml/hr with a volume to be infused of 40 ml). It was also reported that there was no pt injury.